Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post stent deployment during removal of the device from the patient's body, the handle of the device allegedly detached from the catheter. Reportedly, the device was removed from the patient's body. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: the inner catheter of the stent delivery system was returned for evaluation. Based on the investigation of the returned sample, it could be confirmed that the inner catheter detached from the hypotube of the handle. The proximal end of the returned inner catheter was found to be damaged and compressed, which indicated that the inner catheter detached due to increased forces. Based on the information available these forces may have occurred during removal of the delivery system from the guide wire. Residuals of adhesive were found on the proximal part of the inner catheter. Potential factors that could have led or contributed to the event reported have been evaluated. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "flush the inner lumen of the device with saline prior to use". Furthermore, the IFU states regarding difficulties during removal: "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together." Regarding use of accessories the IFU states: " the following standard materials may also be required to facilitate delivery and deployment of the lifestent xl vascular stent system: 6f (2.0 mm) or larger introducer sheath, 0.035¿ diameter guidewire."

Event description:
It was reported that post stent deployment during removal of the device from the patient's body, the handle of the device allegedly detached from the catheter. Reportedly, the device was removed from the patient's body. There was no reported patient injury.